Manufacturer narrative:
Health effect - impact codes: f1901. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen®45 gts event described as several months post-op md found endophthalmitis in patient. Despite vitrectomy operation, the infection did not resolve, but only after the xen was removed. Doctor reports "the endophthalmitis was not due to external pathogens."